Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), fallopian tube perforation ('perforation (fallopian tube(s))') and pelvic pain ('pelvic pain, pain') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 years 11 months after insertion of essure (ess205). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coil and pregnancy termination). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received : insertion and removal dates updated. Outcome of events "heavy abnormal bleeding and pelvic pain" updated to recovered/resolved. Event "device monitoring procedure not performed" added. Seriousness criteria of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), fallopian tube perforation ('perforation (fallopian tube(s'), uterine perforation ('the essure coil was noted to be extending through the 1-2 cm uterine perforation site'), device dislocation ('coil within the abdominopelvic cavity') and pelvic pain ('pelvic pain, pain') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"), 3 years 11 months after insertion of essure (ess205). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coil, supracervical hysterectomy, left salpingo-oophorectomy,exploratory laparotomy and pregnancy termination). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device dislocation, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted for date of removal: on (B)(6) 2010 (as per mr). Patient indeed was stable and that the coil if within the abdominopelvic cavity was not causing any acute distress. The decision was made to close the abdomen. Gross description: "uterus." A 123 gram, 7.0 x 4.9 x 3.9 cm uterus with a 1.9 cm in diameter cervix. "Essure coil." A y-shaped 3.2 x 0.3 x 0.1 cm coil. Adherent soft tissue entirely submitted in 1 cassette. The uterus revealed an obvious uterine rupture with fetus in abdomen. One essure coil was visualized with the uterus, however the second coil was not identified. Placental tissue surrounds the essure coil. A 7-8 cm size uterus with a 1 cm fundal site of uterine rupture in the midline. The essure tubal coil was visualized through this rupture site. A fetus was visualized consistent with an 8-week size gestation. Blood and clots extending to the diaphragm and subhepatic space. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, device dislocation. Most recent follow-up information incorporated above includes: on 13-oct-2020: mr received. Reporter information added. Event: the essure coil was noted to be extending through the 1-2 cm uterine perforation site, coil within the abdominopelvic cavity added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), fallopian tube perforation ('perforation (fallopian tube(s))') and pelvic pain ('pelvic pain, pain') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 years 11 months after insertion of essure (ess205). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coil and pregnancy termination). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received : insertion and removal dates updated. Outcome of events "heavy abnormal bleeding and pelvic pain" updated to recovered/resolved. Event "device monitoring procedure not performed" added. Seriousness criteria of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('pelvic pain, pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coil and pregnancy termination). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received: reporter information, patient dob, product indication updated, new events ectopic pregnancy with contraceptive device, fallopian tube perforation, vaginal haemorrhage, menorrhagia and device ineffective added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coil). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.